Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with another cochlear device as of the date of this report.

Event description:
Per the clinic, the patient experienced pain and drainage at the implant site, followed by a skin breakdown over the implant. Subsequently, the patient was treated with a 2 week course of oral antibiotics. The patient was also placed under general anesthesia on (B)(6) 2025 to explant the device.